Manufacturer narrative:
Product analysis: no product returned, customer discarded. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a surgical tissue valve in the mitral position, the valve dislodged and was re-sheathed. A correct load was confirmed under fluoroscopy. A second deployment attempt was made and the valve was implanted at a depth of 2mm at the non-coronary cusp and 4 mm on the left coronary cusp. While removing the delivery catheter system (dcs), the nose cone caught the outflow portion of the valve pulling it up resulting in moderate paravalvular leak (pvl). A second valve was successfully loaded on another dcs and during the first attempt at deployment; the inflow portion of the valve became caught on the surgical mitral valve. During the second attempt at deployment, with pacing at 150, the valve was implanted of 7mm at the non-coronary cusp and 7 mm on the left coronary cusp. When removing the dcs, again, the nosecone caught on the outflow portion of the valve and both valves were dislodged into the ascending aorta. No aortic insufficiency was noted and the patient was hemodynamically stable. Subsequently a non- medtronic transcatheter valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. In this case, it is possible that the first dislodgement was related to positioning issues. The second dislodgement was reportedly caused by interference with the delivery catheter system during withdrawal. Dislodgement of the valve by the distal tip was related to operator technique or experience. Per the instructions for use (IFU) ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the first implant procedure were received for review; given the limited information, the root cause of either report of dislodgement on the subject valve cannot be confirmed and the report of dcs interaction with implanted valve cannot be assessed. The device history record of the concomitant product (model: evolutr-26-us / sn: (B)(4)) was reviewed and showed that this product m et all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. It was reported that the moderate pvl resulted as the valve was pulled up and into a sub optimal position when the dcs was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.